Event description:
Boston scientific received information that the patient with this implantable lead and associated device was being seen for a routine device check. Upon interrogation, it was noted that a lead safety switch (lss) had occurred. Device testing was performed and no out of range impedance measurements were able to be elicited. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information that an inappropriate ventricular episode was stored in the device due to noise and oversensing. The lead was reprogrammed to a bipolar configuration. The patient will continued to be followed. There were no adverse patient effects reported.